Manufacturer narrative:
E was initially received via regulatory authority (food and drug administration, reference number: mw5035297) on 21-apr-2014. The most recent information was received on 07-aug-2018. This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("near the left tubal ostia, the essure coil was visualized halfway into the ostia and halfway into the uterine cavity /foreign body in uterus") and pelvic pain ("pelvic pain (sharp, radiating) / severe and persistent pain") in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3, parity 3, vaginitis, amenorrhea, weight gain and vaginal delivery (2). Concurrent conditions included nausea, vomiting and uterine bleeding. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), arthralgia ("joint pains (sharp, radiating)") and migraine ("migraines (constant)"). In 2013, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), myalgia ("muscle pain"), dizziness ("dizziness"), memory impairment ("forgetfulness / bad memory"), vision blurred ("blurred vision"), acne ("acne problems"), fatigue ("fatigue"), tooth disorder ("dental problems"), weight increased ("gained weight"), trichorrhexis ("hair breakage"), dyspareunia ("pain during sex / intercourse"), dyspnoea ("shortness of breath"), allergy to metals ("allergic to nickel / hypersensitivity reaction to nickel") and mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions"). The patient was treated with surgery (surgery to remove essure) and surgery (removed essure on (B)(6) 2014,). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion outcome was unknown and the pelvic pain, back pain, arthralgia, myalgia, migraine, dizziness, memory impairment, vision blurred, acne, fatigue, fibromyalgia, tooth disorder, weight increased, trichorrhexis, dyspareunia, dyspnoea, allergy to metals and mental disorder had resolved. The reporter considered acne, allergy to metals, arthralgia, back pain, device expulsion, dizziness, dyspareunia, dyspnoea, fatigue, fibromyalgia, memory impairment, mental disorder, migraine, myalgia, pelvic pain, tooth disorder, trichorrhexis, vision blurred and weight increased to be related to essure. The reporter commented: on (B)(6) 2008 there were 6 coils present on the right side and 8 coils present on the left side diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Concerning the injuries reported in this case, the following one/ones were reported via social media: migraines (constant), dizziness, pelvic pain, forgetfulness/bad memory, blurred vision, acne problems, fatigue, fibromyalgia, dental problems, gained weight, hair breakage, pain during sex/intercourse, shortness of breath, allergic to nickel, essure caused or aggravated any psychiatric and/or psychological conditions ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : partial expulsion of device " most recent follow-up information incorporated above includes: on 7-aug-2018: event "near the left tubal ostia, the essure coil was visualized halfway into the ostia and halfway into the uterine cavity /foreign body in uterus", concomittant and historical condition, reporter added from medical record. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain (sharp, radiating) / severe and persistent pain") in a (B)(6) female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous and parity 3. In (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), arthralgia ("joint pains (sharp, radiating)") and migraine ("migraines (constant)"). On an unknown date, the patient experienced myalgia ("muscle pain"), dizziness ("dizziness"), memory impairment ("forgetfulness / bad memory"), vision blurred ("blurred vision"), acne ("acne problems"), fatigue ("fatigue"), fibromyalgia ("fibromyalgia"), tooth disorder ("dental problems"), weight increased ("gained weight"), trichorrhexis ("hair breakage"), dyspareunia ("pain during sex / intercourse"), dyspnoea ("shortness of breath"), allergy to metals ("allergic to nickel / hypersensitivity reaction to nickel") and mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions"). The patient was treated with surgery (removed essure on (B)(6) 2014,). At the time of the report, the pelvic pain, back pain, arthralgia, myalgia, migraine, dizziness, memory impairment, vision blurred, acne, fatigue, fibromyalgia, tooth disorder, weight increased, trichorrhexis, dyspareunia, dyspnoea, allergy to metals and mental disorder had resolved. The reporter considered acne, allergy to metals, arthralgia, back pain, dizziness, dyspareunia, dyspnoea, fatigue, fibromyalgia, memory impairment, mental disorder, migraine, myalgia, pelvic pain, tooth disorder, trichorrhexis, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). Concerning the injuries reported in this case, the following one/ones were reported via social media: migraines (constant), dizziness, pelvic pain, forgetfulness/bad memory, blurred vision, acne problems, fatigue, fibromyalgia, dental problems, gained weight, hair breakage, pain during sex/intercourse, shortness of breath, allergic to nickel, essure caused or aggravated any psychiatric and/or psychological conditions. Most recent follow-up information incorporated above includes: on 16-nov-2017: consumer¿s date of birth, medical history and events added (migraines (constant), dizziness, pelvic pain, forgetfulness, blurred vision, acne problems, fatigue, fibromyalgia, dental problems, gained weight, hair breakage, pain duringsex/intercourse, shortness of breath, allergic to nickel, essure caused or aggravated any psychiatric and/or psychological conditions.essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.